Event description:
This unsolicited case from united states was received on 06-dec-2017 from the heath care professional. This case concerns 02 patients (age and gender unspecified) who received treatment with synvisc one injection and after unknown latencies the patients experienced increased pain and swelling. Also device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection (lot number: 7rsl021 and dose, frequency, indication, expiration date: not reported). On unknown dates, unknown latency of receiving the injection the patients experienced increased pain and swelling action taken: unknown. Corrective treatment: methylprednisolone (medrol) dose pack for both. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all additional information was received on 06-dec-2017 and 02-jan-2018 (both processed together with the clock start date of 06-dec-2017). The additional event of device malfunction was added. The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 06-dec-2017: this case concerns a patient who received treatment with synvisc one from the recalled lot and later experienced increased pain and swelling. A significant temporal relationship cannot be established due to lack of information regarding product start date and event onset date, hence, causal role of suspect product in occurrence of the event cannot be denied. Furthermore, the concerned lot number has been identified to have malfunction by the company. However, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the heath care professional. This case concerns 02 patients (age and gender unspecified) who received treatment with synvisc one injection and after unknown latencies the patients experienced increased pain and swelling. No relevant medical history, past medications and concomitant medications were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection (lot number: 7rsl021 and dose, frequency, indication, expiration date: not reported). On unknown dates, unknown latency of receiving the injection the patients experienced increased pain and swelling action taken: unknown. Corrective treatment: methylprednisolone (medrol) dose pack for both. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both pharmacovigilance comment: sanofi company comment dated 14-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced increased pain and swelling.a significant temporal relationship cannot be established due to lack of information regarding product start date and event onset date and hence, causal role of suspect product in occurrence of the event cannot be denied. However, lack of information regarding the site and swelling of the pain, medical history concurrent condition and past drugs precludes complete medical assessment of the case.